Event description:
The customer reported that the patient hospitalized for pot total resection of hemangioblastoma, progresses with tetraparesia of critically ill patient and severe dysphagia, makes chronic use of nasoenteral probe. The last passage was on (B)(6)2 022. Eda. There were no reports of extravasation of the diet/medication during the night shift. The last diet bottles installed were on (B)(6) 2022 at 4:30pm and (B)(6) 2022 at 04:05am. Per additional information provided on august 18, 2022, the y-port cracked and started to leak on (B)(6) 2022. The tube was removed and replaced to resolve the issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. A sample was not received for the investigation. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition. However, a corrective and preventative action has been initiated to address the reported condition.